Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and was unable to be fired. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clips could not be fed after multiple activations of the trigger. The instrument was disassembled in order to evaluate the condition of the internal components and the feed link was found to be damaged; this condition did not allow the clips to be fed into the jaws. However, no conclusion could be reached as to what may have caused the damages at the feed link.